Event description:
The 15mm connector separated from the inner cannula tubing one size, low pressure cuffed tracheostomy tube. This was detected during pre-insertion testing with no direct pt involvement. The device was returned to the MFR on 12/9/96 for identification, analysis and investigation.

Manufacturer narrative:
Note: this is the manufacturers follow-up report to provide evaluation results (section h3; h6).evaluation results: the manufacturers investigation of the returned unit confirms the reported component separation. Based on the visual inspections it appears that the 15mm connector was forced off the inner cannula as evidenced by the material deformation of the separated areas. While the exact caused of the reported nonconformance cannot be determined it appears that the device has been subjected to a higher force than necessary for normal use of the device. A lot number review of the manufacturing and device history records show all product was accepted prior to release.